Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was waking up from anesthesia and became violent, thrashing around; causing the left ventricular (lv) lead to get dislodged. The pocket was reopened and the lv lead was replaced with a new one. No additional adverse patient effects were reported.